Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (+10.5 diopter) was implanted on (B)(6) 2016, into the left eye of a (B)(6) female patient. The surgeon plans to exchanged the lens on (B)(6) 2016, with another lens, same model different diopter (+13.0 diopter) as the patient had unexpected post operative refractive error. Additional information was received an it was learned that after the initial implantation the patient received the usual treatment with eye drops acuvail, zymar and maxidex. The intraocular lens was confirmed to have been explanted on (B)(6) 2016. Patient's outcome after replacement procedure was good - uncomplicated. Visual acuity pre-op (pre-initial implant) 20/60-1 cc. Visual acuity post-op (post-initial implant) 20/60 sc. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned; therefore, an investigation was not possible. The customer's reported event could not be confirmed. Manufacturing record review: the manufacturing records were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens was within specification in terms of optical and cylinder power. A search on complaints revealed that no other complaints for this order number were received to date. The documentation shows that the production order was manufactured according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.